Event description:
The clinician reports the implant was inserted (B)(6) 2024. Patient had good primary stability then on follow up, these implants had failed. Bone sounding with a thud, (B)(6) 2025 non-union between implant and bone. According to the information, the patient is healthy. Observed during the event: mobility. The device was forwarded to the manufacturer. No patient operative or post-operative complications reported.